Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient no longer received effective stimulation. The patient reported multiple falls in the last two years. Reprogramming was unable to provide effective therapy in the patient's established pain pattern. Surgical intervention is planned to address the issue.